Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument had a broken cable. There was a delay of less than 15 minutes. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The maryland bipolar forceps was found to have a dislodged cable crimp. The instrument grip cable crimp was dislodged from the grip hub at the distal end. As a result, the instrument was exhibiting imprecise motion when manually articulating the grip input disks. The root cause is attributed to a component susceptibility to damage. The instrument exhibited imprecise motion in the yaw direction when manually articulating the grip axis. The grip tips moved in the direction commanded, however the grips would not open and close. The root cause is attributed to a dislodged grip cable crimp. The instrument was found to have a broken bipolar yaw pulley near the cable routing. Broken piece is missing as a result of breakage. Size of the missing piece is approximately 0.030¿ x 0.042¿. The components surrounding the break did not exhibit damage that would have contribute to the broken yaw pulley. The missing piece was not return with the instrument. Common causes of the failure mode broken instrument bipolar yaw pulley are typically attributed to the usage, such as excess force applied to the distal end of the instrument. This may be attributed to damage during use, which may result from applying excess force on the distal end of the instrument during handling, insertion, usage (overloading), or removal. The instrument was found to have a segment of the conductor wire dislodged from the distal clevis. A loop of the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged, and the instrument passed the electrical continuity test. Components adjacent to the dislodged wire do not show damage. Common causes of a dislodged instrument conductor wire are attributed to damage through external collisions, during use, or during reprocessing. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Manufacturer narrative:
Intuitive followed up and confirmed that no additional information is available as this case is too old.

Event description:
Refer to h11 for follow-up information.